Event description:
It was reported that the pacemaker was interrogated during a routine office visit. It was noted that the pacemaker was pacing at 100 beats per minute and the magnet response was high at 6005 magnet response events. There was nothing over the patient¿s pacemaker that could have triggered the magnet rate. The patient noted they had been feeling a little shorter of breath recently. The patient also noted when she took her pulse with her blood pressure cuff, it was always at 100 bpm. The magnet response was disabled, and the patient¿s pacemaker rate returned to their normal base rate, 70 bpm. Technical services was contacted, and determined the programming change was appropriate. The patient was stable.